Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
There is no allegation against the performance of this product. The product is being evaluation in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient's right ventricular (rv) lead exhibited loss of capture one day post implant due to a perforation which was confirmed via echocardiogram. A temporary pacing lead was placed and the patient was admitted to the intensive care unit (ICU). A revision procedure was performed and the entire system was removed from service. No additional adverse patient effects were reported.